Event description:
Two nursing assistants were transferring resident via hoyer lift from bed to wheelchair when the lift began to tilt. The staff were able to prevent the resident from falling. The resident was not injured. One employee received a bruise on her shin, where it was hit by the lift. It appears that the leg latching mechanism did not stay latched.